Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "a patient was receiving dopamine at a fast rate (30-40 ml/h). Unsurprisingly, the nurse was confused by why the rate decreased to 20 ml/h when the vtbi was reached. I have provided the education that you shared with me previously about kvo rate adjust and how it works. However, they report that the pump ¿did not alarm¿ and the decrease in rate to 20 ml/h was only detected when the equipment monitoring the vital signs alarmed". There was patient involvement, but the outcome is unknown.

Event description:
It was reported by the customer "a patient was receiving dopamine at a fast rate (30-40 ml/h). Unsurprisingly, the nurse was confused by why the rate decreased to 20 ml/h when the vtbi was reached. I have provided the education that you shared with me previously about kvo rate adjust and how it works. However, they report that the pump ¿did not alarm¿ and the decrease in rate to 20 ml/h was only detected when the equipment monitoring the vital signs alarmed". There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative: root cause: the root cause for the reported issue that device had unintended rate change was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.